Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 11, 2024 ¿ october 14, 2024. H11: the device was received for evaluation. A visual inspection via the naked eye was performed, and fluid inside the bag that contained the unit was observed. The unit was removed from the bag, and a leak from an untightened winged luer cap was observed. A visual inspection using a microscope, and no signs of surface roughness was observed. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device by manually rotating the cap, and no leaks were observed. The reported condition was verified. The cause was determined to be from use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, "ensure that the winged luer cap is securely connected after filling and priming." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.